Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient was looking for a different healthcare provider (hcp) as she was currently seeing the doctor an hour away. It was reported the patient had seen him four times and he missed the port every time and had left terrible bruises. Further information was not provided. Additional information was received from a consumer on (B)(6) 2019 indicated the patient was having a difficult situation with her current healthcare provider (hcp) and wanted to know how to find help. The patient had called every hcp on the list; however, there was not a hcp on the list that would touch her. It was noted the patient had seen her current, new hcp only three times and each refill he had missed the pump. At the refill, he missed so badly the patient ¿had fentanyl running down her abdomen, down her side, down her back, and under the drape sheet, pulled back blood into the syringe when he put in new medication.¿ the patient was currently bruised and had a pocket injury. It was further reported the patient went to see her primary care hcp immediately, as she was having rashing. She had an ultrasound yesterday on (B)(6) 2019, and they found two pockets of fluid they did not know if they were seromas or hematomas or possibly cysts. It was noted one was right above the primary port the other was above the secondary port. The patient would not go back to that hcp as he had hurt her too many times. The event date was (B)(6) 2019. The patient wanted to find a new hcp. Additional information was received from a consumer on 2019-aug-15 indicated a new physician would not see the patient because she had fentanyl in her pump. It was noted the patient¿s primary care physician contacted a group at the hospital to see if they would at least drain the pockets and ¿they would not touch her.¿ it was further reported the patient knew she had a pocket fill and the only person taking the patient seriously was her primary care physician. The patient has been sent physician listings on 2019-aug-14. No further complications were reported/anticipated or expected.